Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem and a pinhole at the middle part of the balloon was noted. The procedure was completed with a different device. There were no patient injuries reported and the patient status was good.